Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a serious injury. There is not enough information available in the case to confirm a pinhole or leak at the bottom of the pouch would cause a urinary tract infection. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the device was hooked to a night drainage device and leaked during the night, soaking both the bed and the end user. The end user developed a urinary tract infection (uti) and was hospitalized for treatment. Urine testing was performed which confirmed the uti. Per the information provided both the end user and the physician feel the leakage caused or contributed to the uti. End user was placed on antibiotics (name unknown).

Manufacturer narrative:
Lot 8j00138 was manufactured on (B)(6)2018, in the 2a line with a total of 4,700 market units. A batch record review on (B)(6)2019, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials and all the tooling information documented was also correct, under international commodity code 401553, material identification number (B)(6) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There is a photograph associated with this case and no unused return sample was expected. Material defects not detected before usage: coincidence of defects and the tap body weld line are highly unlikely. Effect causes that are probable are bound to be mitigated through actions to take in a corrective/preventive action (CAPA) plan, due to the risk assessment moderate results, which are the following: opportunity for improvement: leak tester gauges used at the end of the line not included in calibration plan: during manufacturing evaluation, the test performance was observed and no discrepancies to current specifications were identified. 2a line personnel is properly performing the product testing in accordance with specifications. Applicable to test used related to tap welding issues are under test method- air leakage test and test method -accuseal tap integrity testing. Yet the air leak tester at the end of the line has a calibration non-requirement of its instruments. However, this equipment is challenged at the beginning of every turn using a manual gauge as per the batch record. Threads torque and material tension parameters not specified in procedures: stem inserts at rotary station might cause hits in the tap body and weld line rips. Regarding this, several stem inserts are bent in rotary station, due to overtightening of their holding screws, so torque specifications are deemed necessary. Based on this incident, stem insert rotary station is the main issue found in this line that might replicate the failure mode scoped in this investigation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site:(B)(4).

Event description:
To date no additional patient or event details has been received.